Event description:
A discordant sodium (na) result was obtained on an dimension vista 1500 instrument. The customer retested another sample from this patient on the same instrument. This sample was also tested on a different analyzer in the customer lab and that result was reported. There are no known reports of patient intervention or adverse health consequences due to the discordant na result.

Manufacturer narrative:
The siemens technical support center (tsc) analyzed the instrument data and determined the cause of the discordant sodium result was due to poor sample quality. Siemens recommended the customer re-review the proper pre-analytical sample handling procedures including mixing of the sample after phlebotomy to ensure complete dispersion of the anti-coagulant or clot activator throughout the sample. The instrument is performing within specifications. Further evaluation of the device is not required.